Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient had tubing detachment. Patient's blood glucose level was up to 450 mg/dl at the time of incident and self-treated with manual injections. The infusion was being used for just one day. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.